Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a spinal cord stimulator implanted until it had to be emergency surgically removed along with the electrodes on their spine as the battery pack was rejected by their body and they got very toxic. The patient noted that it took six months to take it out after rejection. No device issues reported.